Event description:
Falling apart during use.

Manufacturer narrative:
It was reported, "laps being used in total joint surgeries to wipe off instruments, to help hold retractors to prevent tissue injuries and to wipe debris from surgical field". During use "strings have been left behind that were visible to the eye and needed to be retrieved with a forcep". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.